Event description:
It was reported that during follow up, post-paced t wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were made. Two weeks later, post-paced t wave oversensing on the ventricular channel was observed via remote transmission. Patient remained asymptomatic. Additional programming changes were made, and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.